Event description:
Device malfunction: unk. Time of symptoms/ae: during procedure. Symptoms/ae: failure to achieve hemostasis/blood transfusions. The following events were noted through a periodic article review. A retrospective study was performed in 11 patients that underwent prophylactic percutaneous left ventricular assist device (plvad) implantation for hemodynamic support during complex percutaneous coronary intervention (pci) between 2004 and 2007. The purpose of the study was to determine the effect of hemodynamically-supported multivessel pci on left ventricular ejection fraction in patients with severe ischemic cardiomyopathy at very high operative risk. A 21 fr inflow cannula was positioned in the left atrium via the standard transseptal approach and a 15-17 fr arterial outflow cannula in the common femoral artery. The arteriotomy site for the outflow cannula was routinely preclosed using the prostar xl device. Reportedly, when hemostasis was suboptimal, a femostop device was also used. One pt experienced bleeding at the site of insertion of the plvad arterial cannula, epistaxis, and hematuria, requiring multiple blood transfusions.

Manufacturer narrative:
(Device was used to close access site >10fr) - this report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. Attachment: md; et al; "hemodynamically supported percutaneous coronary revascularization improves left ventricular function in patients with ischemic dilated cardiomyopathy at very high risk for surgery. A single-center experience", published j invasive cardiol 2008; 20:642-646.